Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Patient subsequently reported loss of therapy which was determined to be due to axial lead migration. Surgical revision was performed on (B)(6) 2023 to move the migrated lead to a more optimal location. No components were removed and no new components were implanted. Patient reports receiving stimulation to the desired location after the procedure.